Event description:
It was reported that device was replaced due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. Upon receipt, the device was in backup vvi mode which was found to have occurred post-explant. The reset log data was consistent with device exposure to cold temperatures.